Event description:
It was reported that two different malfunction alarms (malfunction 03 and malfunction 14) occurred. Additionally, it was reported that a cartridge alarm (alarm 24) occurred. Customer's blood glucose level was 159 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and also confirmed that manual injections are available.